Event description:
Procedure type: esophagectomy. According to the reporter: on postoperative day 5 a leak was discovered. The patient was brought back to operating room where the leak was corrected with suture. No reinforcement material was used at the time of the original surgery.

Manufacturer narrative:
(B)(4).